Event description:
The following has been reported by customer: upon powering on the device, a message appeared stating "software development in progress. Do not connect to the patient," but it still allowed use inappropriately, which resulted in free flow infusion. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, the issue has been resolved, as the unit was sent for repair without prior notice of the incident, and properly disconnected it from the program. The problem was fixed, and it passed all controls. It is not known why that message appeared, since the pump was not connected to our software. No maintenance had been performed at the hospital until this month of june. The incident date is recorded as (B)(6) 2025. According to provided quality control, preventive maintenance was compliant, right-on schedule. There is no information to prove that the pump is involved in freeflow. However, it has been announced that the pump was used despite a message asking not to use it on a patient, which corresponds to a misuse. To remove this message, the partner pump must be reconnected and disconnected correctly (using the software). To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.